Event description:
Report received of a non-delivery of levophed. It was reported that the pt in the ccu was receiving levophed (concentration unspecified) via a cvp line at 6mcg/kg/hour or 45ml/hour. According to reports, the nurse hung a new bag at 7:30am and reported visually seeing the IV dripping at 7:30am. At 1500, the nurse reported that zeroed the pump and vtbi on the pump read 337ml, but the 500ml bag was reportedly still full. The pump and tubing were replaced, and therapy was resumed without further reported incident. There was no reported adverse pt event, and no reported interventions needed with the pt. The md was not notified. Though requested, no further info was available.